Manufacturer narrative:
A 300 cm atw guidewire was used during the index procedure. It is anticipated that the device will be returned, but the device has not yet been returned. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the patient was admitted a calcified lesion in both iliac arteries. The physician punctured both femoral arteries. A wire was inserted through the true lumen of the right iliac artery; however, the left iliac artery was totally occluded and could not be entered. Therefore, the physician tried to use an outback catheter, but the tip of the catheter separated. The tip was stuck in the false lumen. The physician tried to extract the tip with a snare, but was unable to do so. The physician deployed a smart stent at the site and the procedure was completed. The cannula tip had been fully retracted before insertion into the patient and the handle was locked in the proximal position. During prep, the needle actuated smoothly and there was no difficulty retracting the cannula back into the catheter. One non sterile catheter outback was received coiled inside a plastic bag. Blood residues were noted in the catheter. Inner liner presents marks of welding. The nosecone and distal tip were separated. Distal tip was not returned with the device. A kink was observed approximately 119.0 cm from the hub. No other anomalies were observed in the returned device. Pressurized water was applied to the catheter through the guide wire port, and came out through the cannula port then through the haemostatic rotating valve, and came out through the tip; no anomalies were detected. A 0.014 guide wire was inserted through the tip and it came out through the guide wire port. The guide wire was then inserted through the guide wire port, and it came out through the tip. Cannula could be not deployed due to a kink approximated 119.0cm from hub. The unit was analyzed by the pet team and the final outcome was that the complaint is not manufacture related since inner liner present marks of welding. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure catheter tip/distal tip fractured-separated/in patient reported by the customer was confirmed. The cause of the failure experienced was not determined. The inner liner presented marks of welding. The exact cause of the secondary failure kink in the body shaft could not be determined as well; however controls are placed in the manufacturing line to prevent defective units from leaving the building. Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process; therefore no corrective action was taken. With the information available it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
The product was returned for analysis on (B)(4) 2012; however, the analysis is not yet completed. Additional information will be submitted within 30 days of receipt.

Event description:
The patient was admitted with a very calcified lesion in both iliac arteries. The physician punctured both femoral arteries. A wire was inserted through the true lumen of the right iliac artery; however, the left iliac artery was totally occluded and could not be entered. Therefore, the physician tried to use an outback catheter, but the tip of the catheter separated. The tip was stuck in the false lumen. The physician tried to extract the tip with a snare, but was unable to do so. The physician deployed a smart stent at the site and the procedure was completed. The cannula tip had been fully retracted before insertion into the patient and the handle was locked in the proximal position. During prep, the needle actuated smoothly and there was no difficulty retracting the cannula back into the catheter.